Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the reported clinical observations. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited elevated pacing thresholds with intermittent capture post cardiac surgery. The physicians suspected the lead had dislodged during cannulation for the bypass surgery. The lead was removed from service and replaced. No adverse patient effects were reported.